Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on november 18, 2016. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported that during a vitrectomy procedure, the surgeon observed the 25 gauge probe was not fully straight when placing into the 25 gauge cannula, in the left eye. When removing the probe tip, the surgeon made a point of straightening the tip before removing however, the valved cannula came out of the eye. The valved cannula was reinserted into the sclerotomy. The case was completed without patient harm.